Event description:
It was reported "that there was a gas mixer failure while in use." There was no injury reported.

Manufacturer narrative:
The electronic file was available for investigation. Based on the log entries, the reported symptom could be confirmed. A sporadic internal communication problem of the ventilator's cpu board was identified as the root cause. From similar complaints it is known that the effect cannot be reproduced by hardware testing. Hence the exact cause cannot be identified. It cannot be excluded that the reported phenomenon was triggered by excessive electromagnetic radiation or electrostatic discharge of the user during interactions with the device. The primus is designed, tested and certified to withstand emc/esd influence in conformance to the relevant standards (e.g. Iec 60601-1-2). Recommended separation distances between portable and mobile rf-telecommunication devices and the primus are listed in the instructions for use. In case of the identified communication failure, both ventilator and gas mixer will initiate an autonomous shutdown, the primus will activate monitoring mode and generate a corresponding visible and audible gas + vent fall alarm. This alarm, its possible causes and suitable remedies are described in the instructions for use. Manual ventilation, using the device breathing bag while setting an adequate flow via the safety o2 control value (incl. Agent) will still be available. The field failure rate regarding this failure mode was considered acceptable. As reportedly the symptom has already been observed on this particular device before, it was recommended to replace the pcb cpu in the vgc as a precautionary measure. Apart from that the user is advised to check the local conditions to prevent from emc disturbances.